Manufacturer narrative:
In the spectranetics tightrail sub-c rotating dilator sheath instructions for use (IFU), 4. Warnings, it states "the tightrail sub-c sheath should only be used to minimally enter the vessel. Do not attempt to enter the svc structure or attempt to navigate the tightrail sub-c sheath into bends beyond the convergence of the innominate and brachiocephalic veins as vessel wall or cardiac lead damage may occur". It was reported that the tightrail sub-c sheath came around the corner to the svc and an svc perforation was discovered. This was an approved procedure for an approved patient.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to infection. It was reported that significant infection was noted in the pocket and significant calcium noted on the leads. Spectranetics lead locking devices (lld's) were used in each lead to act as traction platoforms for the leads to aid in lead removal. The ra lead was targeted for removal first. A spectranetics tightrail sub-c rotating dilator sheath was used for the case. As the physician came around the corner to the superior vena cava (svc) with the device, the patient's blood pressure dropped. Rescue efforts commenced immediately, including use of rescue device. A sternotomy revealed an svc tear. The patient was placed on bypass pump and the physician attempted to repair the tear; however, there was reportedly not enough tissue and the tissues were too fragile to suture. Repair was attempted for several hours but the patient unfortunately died.